Event description:
A male pt of unk age underwent initial aaa repair in 2008. One flex main body and two iliac leg grafts were placed. The pt had severe angulation, so there was a severe type I endoleak. A main body extension was placed, and there was still an endoleak so the physician coil embolized. Then three days later, the pt had a loss in blood pressure, so a CT was performed. It was noticed that below the left renal there was a rupture and blood was going into the peritoneal cavity. The pt was not a candidate for an open procedure. Another MFR's stent was placed, and this did not stop the flow, so the physician placed another main body extension, which compromised the left renal artery. Within 24 hrs the pt had good urine output.

Manufacturer narrative:
Eval: still under investigation.